Manufacturer narrative:
Device not returned.

Event description:
It was reported that the pump was intermittently not annunciating audible tones for alerts/alarms. Blood glucose was not impacted. Reportedly, the customer continued to use the pump for insulin therapy.